Manufacturer narrative:
Additional information was received via fax from the customer on 07sep2017 as follows: "the date of the event was (B)(6) 2017, lot number of skull clamp ((B)(4). The patient¿s birthdate is (B)(6). No stereotaxy equipment was used. Patient¿s injury was a 4-cm left lateral laceration. Staples were applied. The action that was taken after the product problem occurred was that the representative was notified. Skull pins that were used was a disposable (a1083) mayfield adult. Pins." Pins are not available to be returned for evaluation. Investigation completed 08/28/2017. Device history record reviewed for sn (B)(4) work order /(B)(4) lot/ 137 manufactured on 8/23/2013 show no abnormalities related to the reported failure. Oct 2015 was the previous service visit for this item - routine pm and worn parts replacement. No manufacturing or design related trend has been identified. Customer issue not confirmed. Unit received with the swivel base having rotational movement while in the locked position. This unit has been tested under pressure and when properly positioned, we cannot duplicate a slip. The swivel lock needs general maintenance; the maintenance required is not a result of a slip, but to bring the unit up to quality inspected condition. The root cause could not be determined at this time.

Manufacturer narrative:
Investigation completed august 28, 2017. Device history record reviewed for serial number (B)(4) work order (B)(4), lot/ 137 a total of (B)(4) pieces were manufactured on 8/23/2013 show no abnormalities related to the reported failure. Oct 2015 was the previous service visit for this item - routine pm and worn parts replacement. Sampling plan is 100%. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause could not determined at this time. The customer issue could not be confirmed. This unit was last repaired in oct.2015. Received with the swivel base having rotational movement while in the locked position. This unit has been tested under pressure, and when properly positioned we cannot duplicate a slip. The swivel lock does need general maintenance, the maintenance required is not a result of a slip, but to bring the unit up to quality inspected condition.

Event description:
On (B)(6) (date and year unspecified), a female patient was undergoing a posterior cervical fusion procedure. The patient was positioned in a 3-pin headrest by the surgeon, the safety lock was locked and verified. It was reported that the patient slipped in pins, causing a laceration that had to be closed (location and length unknown). The device malfunctioned. A delay in surgery was reported, (unspecified time). Request for additional information has been sent.